Event description:
Crm sal-2023-001 the pacemaker implanted on (B)(6) 2022. Implanter did not see patient since implantation. Calling the patient revealed the patient past away. Cause and date currently unknown.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.